Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported, that a vent fail occurred during use. There was no patient injury reported.

Manufacturer narrative:
Based on the analysis of the electronic logfile, the case in question could be reconstructed. The log entries indicate that a combination of a fresh gas deficit with an improperly opening auxiliary air intake valve has caused a ventilator failure. During downward movement of the piston, the device detected that a negative pressure has been built-up to a certain level which is an indication for a fresh gas deficit. Such fresh gas deficit can be caused by an unsuitable fresh gas setting and/ or leakages in the patient circuit. The log entries do not allow for a more detailed analysis regarding the exact root cause. The fabius is designed to open an auxiliary air intake valve on top of the ventilator to compensate the fresh gas deficit with ambient air. According to the log, the compensation did not happen as expected indicating that the movement of the auxiliary air intake valve was restricted. The negative pressure further increased and the fabius finally reacted as specified by temporarily stopping the piston movement and generating a ventilator failure alarm. In such case ventilation will resume automatically once the pressure is within the accepted range. It can be concluded that a sticking or delayed opening auxiliary air intake valve has caused the reported symptom. Based on experience this is caused by insufficient reprocessing (in particular drying). Traces can hardly be determined afterwards as the humidity will likely evaporate quickly. Dräger finally concludes that the fabius device has reacted as specified for the detected deviation. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported, that a vent fail occurred during use. There was no patient injury reported.